Manufacturer narrative:
Device has been returned for evaluation. The customer¿s complaint of no image was confirmed. The service technician observed no image was due to a faulty charge-coupled device (ccd) unit. The video connector contained cracks and failed the leak test. In addition, the coupler rotation lock pin was broken/missing. The cause can be attributed to a component failure. No further information was reported.

Event description:
The customer reported to olympus that the device contained no image. There was no patient injury reported.

Manufacturer narrative:
Event description: customer found no image on screen. Based on the quality inspection result, these were stated; the leakage testing failed caused by cracks on the video connector, image did not display due to the ccd unit failure and the coupler was broken. Due to the handling of the customer, a strong impact was applied, and cracks occurred in the video connector. Moisture will enter from the crack, this phenomenon is considered to have occurred by the circuit of the ccd unit board was short-circuited. It is considered that the coupler was damaged by strong impact due to the handling of the customer. A review of the device history record was completed and it was confirmed that there were no abnormalities, special adoptions, or variations in the manufacturing process. The root cause of the event can be attributed to user handling.